Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced a screen that would not unlock, with the display indicating ¿tap screen to wake¿ but not responding to touch, and functionality was restored after the user restarted the ilet using the paired phone. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included no alerts, no alarms, no hypoglycemia, no hyperglycemia, and no need for medical care. Investigation included customer care troubleshooting and device restart guidance. Investigation of this case revealed a transient unresponsive touchscreen that resolved with a reboot, consistent with a temporary device use issue related to the display interface. It was concluded, based on previously established findings for similar reports, that the cause was transient device behavior remediated by standard troubleshooting.